Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues or discrepancies found which could potentially relate to the reported complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The column was placed into a fully functioning concha neptune heater (425-00). The neptune was turned on: temperature set at 37 degrees c, max rainout, invasive mode. After approximately 3-4 minutes, the low water indicator lamp came on confirming the low water float in the column was fully functional. The check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle valve and the bottle to column dump valve opened and closed freely. The returned column was connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into concha water bottle. The lower tubing filled as expected. The column was then connected to a 2416 comfort flo circuit and 2411-04 cannula using a 3lpm flow. The nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device, and the failure mode could not be simulated.

Event description:
Customer complaint alleges the column was the source of the patient losing volume from the vent. It was reported that this was corrected by changing the column. No report of patient injury or harm.